Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was offline with a blank login screen and did not recover after a reboot attempt. A technical support specialist received an inbound call in which the user reported that the device was offline with a blank login screen and was unable to access the station; a reboot was attempted but was unsuccessful, after which the power cable was unplugged and plugged back in, resolving the issue, and the user confirmed that the station was accessible with no further issues reported. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating, and the login screen was blank. However, there were no delays or adverse events or injuries reported based on this event.